Event description:
The customer reported "white smoke" coming from the unit. The customer reported headache and eye irritation when working around the unit with this issue. The customer did not see a doctor or require treatment for the symptoms. The asp field service engineer (fse) repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter.